Event description:
It was reported that upon interrogation, the pulse generator displayed a message -diagnostics invalid-. The device was returned to nominal settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.